Event description:
This complaint has been reviewed and it has been determined that the device was returned to the third-party service center and foam was observed in device. Error code also present. There was no reported patient death or serious injury; however, the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4), in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.